Manufacturer narrative:
Method: internal device memory and ECG from incident reviewed. Conclusion: presenting rhythm was asystole. Device did not advise shock.

Event description:
AED deployed. Subject was not resuscitated. (B)(4).